Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, a3, g3, g6, h2, h3, h6 . Visual examination of the returned product identified the shell was returned with only 1 of 3 screw hole plugs; no apical hole plug was returned with shell for evaluation. The screw hole plug was returned still threaded into the shell, the hex of the screw visually appeared stripped. There were light scratches and nicks to the i.d. And top flat surfaces of the shell. No other damage was noted during visual evaluation. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the season scrub tech attempted to remove the screw caps one of them stripped after multiple attempts with various 3.5 hex driver. The screw would not budge, and a new cup was opened. There was a fifteen (15) minute delay in the surgical procedure.